Manufacturer narrative:
The pump will not be returning for evaluation, as it was not explanted and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bad coordinator that the pt was admitted into the hospital on (B)(6) 2014 with a hemorrhagic stroke. The pt's inr was elevated, and dh increased to 7,000 and went down to 5,000. The pt was admitted one day after being discharged to a rehabilitation center for hemolysis, even though the pt had been treated continuously with heparin infusion when he was in the hospital. The pt expired in the hospital on (B)(6) 2014. It was reported that the pt's death was most likely multi organ system failure, secondary to pump thrombus.